Event description:
The account alleged the head of the bed is stuck in the raised position. No injury reported.

Manufacturer narrative:
The technician found the relay was stuck. The technician tapped on the relay and the head function started to work and he could not get the problem to reoccur. The technician explained to the account that they should replace the control box if the problem were to reoccur.